Event description:
It was reported that, this electrode delivered an inappropriate shock due to t wave oversensing four years ago. Additionally, high shock impedances were exhibited. Technical services (ts) recommended to evaluate the system placement and lateral x rays. This electrode remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this electrode delivered an inappropriate shock due to t wave oversensing four years ago. Additionally, high shock impedances were exhibited. Technical services (ts) recommended to evaluate the system placement and lateral x rays. This electrode remains in service. No adverse patient effects were reported. Additional information was received which indicated that, when this electrode was connected to the new s-ICD, it exhibited high shock impedances out of range. The ts recommended to check the connection for set screw/under insertion and to consider a synch shock. The physician indicated that the system was left implanted with the new s-ICD and this electrode., nonetheless, therapy was turned off and the patient has a life vest. The patient will be back to the clinic to remove the s-ICD and place transvenous system. This electrode remains in service. No additional adverse patient effects were reported. Additional information was received which indicated that, the field representative suspected there was no issue with the electrode. Furthermore, the patient was seeing in the clinic, and it was unable to run either auto or manual setup. The impedance was above 400 ohms in both. The field representative suspected a connection issue, not a fracture and recommended checking the connection before the system explant. Additionally, the technical services (ts) suggested getting a close up x ray of the header to assess connection. This electrode remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this electrode delivered an inappropriate shock due to t wave oversensing four years ago. Additionally, high shock impedances were exhibited. Technical services (ts) recommended to evaluate the system placement and lateral x rays. This electrode remains in service. No adverse patient effects were reported. Additional information was received which indicated that, when this electrode was connected to the new s-ICD, it exhibited high shock impedances out of range. The ts recommended to check the connection for set screw/under insertion and to consider a synch shock. The physician indicated that the system was left implanted with the new s-ICD and this electrode., nonetheless, therapy was turned off and the patient has a life vest. The patient will be back to the clinic to remove the s-ICD and place transvenous system. This electrode remains in service. No additional adverse patient effects were reported. Additional information was received which indicated that, the field representative suspected there was no issue with the electrode. Furthermore, the patient was seeing in the clinic, and it was unable to run either auto or manual setup. The impedance was above 400 ohms in both. The field representative suspected a connection issue, not a fracture and recommended checking the connection before the system explant. Additionally, the technical services (ts) suggested getting a close up x-ray of the header to assess connection. This electrode remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this electrode was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, this electrode delivered an inappropriate shock due to t wave oversensing four years ago. Additionally, high shock impedances were exhibited. Technical services (ts) recommended to evaluate the system placement and lateral x rays. This electrode remains in service. No adverse patient effects were reported. Additional information was received which indicated that, when this electrode was connected to the new s-ICD, it exhibited high shock impedances out of range. The ts recommended to check the connection for set screw/under insertion and to consider a synch shock. The physician indicated that the system was left implanted with the new s-ICD and this electrode., nonetheless, therapy was turned off and the patient has a life vest. The patient will be back to the clinic to remove the s-ICD and place transvenous system. This electrode remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that, this electrode delivered an inappropriate shock due to t wave oversensing four years ago. Additionally, high shock impedances were exhibited. Technical services (ts) recommended to evaluate the system placement and lateral x rays. This electrode remains in service. No adverse patient effects were reported. Additional information was received which indicated that, when this electrode was connected to the new s-ICD, it exhibited high shock impedances out of range. The ts recommended to check the connection for set screw/under insertion and to consider a synch shock. The physician indicated that the system was left implanted with the new s-ICD and this electrode., nonetheless, therapy was turned off and the patient has a life vest. The patient will be back to the clinic to remove the s-ICD and place transvenous system. This electrode remains in service. No additional adverse patient effects were reported. Additional information was received which indicated that, the field representative suspected there was no issue with the electrode. Furthermore, the patient was seeing in the clinic, and it was unable to run either auto or manual setup. The impedance was above 400 ohms in both. The field representative suspected a connection issue, not a fracture and recommended checking the connection before the system explant. Additionally, the technical services (ts) suggested getting a close up x ray of the header to assess connection. This electrode remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this electrode was explanted and replaced. No additional adverse patient effects were reported.